Event description:
It was reported that the patient presented into the emergency room after receiving a vibratory notifier for non sustained right ventricular oversensing. Post paced t wave oversensing was observed on stored egm. The alert was programmed off and the patient will be followed remotely.

Manufacturer narrative:
(B)(4).